Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump was experiencing a red screen randomly while running, leading to a complete stop in operation. The battery compartment was somewhat damaged, which should be the cause for the loss of power. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
D9: 04/01/2024. One device was received for evaluation in used condition. There was a 'high alarm displayed: downstream occlusion' alarm revealed in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the motor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.